Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon further review of the complaint record, it was determined that an auto-applicator needle retraction issue did not occur. Therefore, this is a non-reportable complaint. Please disregard the information provided in MFR 3004753838-2018-127624.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.